Event description:
The tubing separated from the adapter, so the nurse changed the catheter out for a new one. There was no harm to the pt.

Manufacturer narrative:
A supplemental report will be submitted once the investigation is completed. (B) (4)